Event description:
The event occurred on an unspecified date and involved a needle free hemodialysis tego connector where the customer reported via fax that tego connectors were causing fluctuations with both arterial venous lumens. Patient went to the clinic twice for check. Once the tego was removed, the central venous catheter (cvc) works well without any pressure issues or alarms. There was patient involvement and unknown adverse event. Additional information was received via MDR report #: mw5172377 stating that the device was not a combination product, .and that the type of event was serious injury, however, not details were provided.

Manufacturer narrative:
The device is available for evaluation, however, it has not yet been received.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review (DHR) review.